Manufacturer narrative:
The probe was returned to medtronic for analysis. The returned probe had two lines of severe galling on either side of the shaft causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had issues with their trackers and probes being jammed in the instruments. It was noted that this was the account's first time using the instruments. It was also noted that the instruments showed signs of damage as some were stuck together. The procedure was able to be completed using the instruments which verified. There was no impact to patient outcome. There was a 2 minute delay to the procedure.